Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a follow-up, increased pacing threshold was observed due to exit block. The lead was explanted and replaced when repositioning was unsuccessful. The patient condition was good after the event.